Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 165 mg/dl and the sensor glucose was 114 mg/dl at the time of the incident. The customer¿s current blood glucose was 114 mg/dl. Customer also stated that her blood glucose was in 70s mg/dl and the sensor glucose was below 40 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event multiple times and threshold/low suspend limit in sensor settings was 50 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.